Event description:
During a surgical procedure, a component from the pin collet fell off and could not be found. The case was delayed for 20 mins while two intra-operative x-rays were taken to determine if the component was inside the pt. No unretrieved device fragments were seen. The procedure was completed. There have been no reports of any problems with the pt post op.

Manufacturer narrative:
It has been confirmed that the device was disposed of at the account.